Event description:
Reporter calling, stating he has life-threatening injuries as a result of an optease vena cava filter. Reporter states he had an optease filter placed on (B)(6) 2008, after complications from pe (pulmonary embolism) and dvts (deep vein thrombosis). Reporter states on (B)(6) 2018, he experienced severe chest pain and states he thought he was having a heart attack. Reporter states he then began coughing up blood and immediately proceeded to the emergency room. Reporter states he was told in the emergency room that he had a "50mm blood clot in my lung", and after a CT (computed tomography) scan was performed, his doctor told him that the optease filter was in "bad condition". Reporter states he was told that the filter had "migrated up, and tilted" in his body. Reporter states his physician told him that this optease filter "should have been removed years ago". Reporter states he then searched online and found "FDA guidance" stating vena cava filters should be removed after "22-54 days" and reporter states he was never told this when his optease was implanted. Reporter also states he found information online indicating that some cordis vena cava filters have been recalled. Reporter states his optease filter needs to be explanted, however "all the legs are deeply penetrated" into his vena cava such that reporter's physician told him that surgery to remove the optease is too risky and "I would die" if removal was attempted. Reporter states he is scared because this device is trapped in his body, and he continues to experience pulmonary embolisms and dvts. Reporter states he has an attorney and has been pursuing legal action "for more than twelve years". Reporter states he is being "pressured" into accepting a financial settlement that he is uncomfortable with and that as a result of his health complications he is now disabled and has a lot of medical bills that he cannot afford. Reporter states his belief that cordis needs to be held accountable for a faulty device that was used improperly on him. Reporter states that he thinks the FDA should provide more training and guidance for physicians on the proper use of vena cava filters in patients.